Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. Blood was in/on the helix mechanism. The analyst noted that the helix extends and retracts within product specification.

Event description:
It was reported that during the implant attempt, the physician was unable to get the helix to extend while the lead was being attempted. When the lead was tried outside of the body, after 100 rotations the helix popped out. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.